Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off in the middle of the night. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 80% to 1% within 2 days prior to shutting off. The customer's blood glucose (bg) level was 300 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.